Event description:
The customer reported the device will not turn on. No patient involvement was reported.

Manufacturer narrative:
(B)(4). The customer reported the device will not turn on. No patient involvement was reported. A philip's bench technician evaluated the device and verified the failure. The issue was determined to be a failure of the therapy pca. The therapy pca was replaced to resolve the issue. The device remains at the customer's site.